Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not delivering any power. A replacement kit was opened and still no power. Finally the cord and pigtail adapter were changed and power resumed to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed no signs of clinical usage and no evidence of blood. A visual inspection was conducted. The connector at one end was not the original connector. The connector was gray in color and was marked "redel". The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed. The device failed the pre-cautery test; it produced no steam and heat during activations. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).